Manufacturer narrative:
The device was not returned to the MFR for evaluation as the hospital had discarded the device. A review of the manufacturing records was performed and there were no nonconformances during manufacture that would be related to this complaint. All testing requirements were met. The exact cause of this complaint is unk and cannot be confirmed because the device was not returned for evaluation. Each zimmer blood reinfusion system undergoes a pressure test prior to packaging and shipment to the customer. The blood line connections are included in this test and did not leak at the time of packaging.

Event description:
It was reported that after surgery, the zimmer hemovac blood reinfusion system was used as a drain. When the connection was screwed to the drain connection to hemovac port, there wa a blood leak. Additional clinical follow up with the customer indicated that there was no report of harm or fluid exposure to pt or staff. An alternate device was immediately available for collection of drainage.